Event description:
It was reported, the patient's ipg implant site is tender for the last two months. The patient has gained then lost weight during that time. The physician revised the ipg pocket site on (B)(6) 2014.

Manufacturer narrative:
Recall: this ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.